Event description:
Asymptomatic patient presented in the operating room for normal change out due to eri. Externalized conductors were observed. The electrical function of the lead was tested and no anomalies were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.